Event description:
It was reported that during a bowel resection procedure, staples were malformed. First two firings were fine, on third firing staples became malformed. Completed procedure with same like device. Because of malfunction with first device, a further 15-20 mm of bowel was resected. Procedure was prolonged five minutes. No consequences for the patient.

Manufacturer narrative:
(B)(4). A photograph was returned. Based on the location along the staple line and the fact that the staples are not formed. It is believed the staple cartridge deck deflected (rolled inward) slightly or the tissue rolled inward as the knife was advancing causing these staples to miss the anvil and going into the knife slot. Staple cartridge deflection however rare can occur if the tissue is too thick and cannot be brought into compliance, by the device's compression force which is determine by both the tissue thickness and by the cartridge color selected. Tissue roll may have occurred if the tissue thickness and the cartridge staple height selection was not a match. This could not be ruled out as a potential cause since there was no information to what setting was used and if the tissue appeared denser/thicker than normal. Waiting the full 15 seconds is also a contributor to successfully bring the tissue into compliance, and could influence either of the above noted potential causes. Based on photographic evidence alone cannot with any confidence determine the cause of the complication experienced while firing the device. In cases like this physical analysis of the device can sometimes provide the evidence required to determine root cause.

Manufacturer narrative:
(B)(4). Information was not provided by contact. Information unavailable. The device was not returned. Additional information: what colour (blue/gold/green) was selected on the selectable staple height selector before firing? Blue. Was there an attempt to load the cartridge proximal end first (like en endocutter)? No. Were any unexpected noises heard? If so, when? No. Were any of the forces higher or lower than expected (closing, firing, or opening)? No. Was there any difficulty removing the device from the tissue? No. Was a leak test completed? No. Was there an inspection of the staple line on both sides of the tissue (i.e., anterior / posterior)? If yes, what did it show? Yes, staples were not correctly formed (after listening to the description, it sounds as if the staple drivers did not fully deploy all of the staples, leaving most of the staple legs straight, rather than returned towards the staple crown). What were the patient's pre-op diagnosis and/or pre-existing conditions that could have impacted the patients health/surgical outcome? Unknown. What predicate device was used by the surgeon? Unknown.